Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a low reading of 60 mg/dl with the adc freestyle libre 2 sensor. The customer ate to raise glucose levels, but the sensor reading did not raise. The customer had contact with a healthcare professional, where a healthcare meter reading of 394 mg/dl was obtained. The customer was hospitalized, but treatment rendered is unknown. There was no report of death or permanent injury associated with this event.